Event description:
A doctor reported that a blunt knife was experienced during surgery. An alternate knife was obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One knife sample was received in an opened blister package. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged tip and cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The customer's lot number was identified. One component knife lot was used to make up the final lot. A device history record review was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history record review. A complaint history examination indicates that no additional complaints were associated with the reported lot number. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).